Event description:
Our sales representative was informed a patient developed a bacterial ulcer of the left eye. The ulcer was centrally located 3mm inside the central corneal areas at the 10 o'clock position. The event has been reported as resolved with no loss of permanent visual acuity. Treatment was provided at a local hospital. No lenses or lot number informaiton was available. Product: focus night and day.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "microbial keratitis: little info with dx of infectious process with medical intervention" h6- insufficient information (the lens was not made available; unk lot number) prohibits an investigation of the contact lens associated with this complaint.